Event description:
It was reported that the atrial lead was damaged and dislodged during the extraction of another lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported post implant procedure the lead was damaged and dislodged during the extraction of another lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was received, analyzed and no anomalies were found. Blood on helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.